Event description:
The pt was revised because of poly wear and metalosis.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the exact root cause could not be determined, it would not be unreasonable to expect some wear after approx. 15 years of implantation. The need for corrective action is not indicated. The product codes provided are obsolete items.